Manufacturer narrative:
(B)(4). No further information on the procedure type, date, patient or product details were provided, and the type of reload used with the device is unknown. Additional information has been requested of the reporting account but as of yet no further details have been provided or made available. Should additional information be received, the file will be updated.

Event description:
According to the reporter; the device kept dropping the needle and was difficult to load. There was no patient or user injury. There was no delay in the procedure greater than 30 minutes.